Event description:
It was reported that the patient has developed complete heart block and has underlying atypical flutter and with this has had worsening cardiomyopathy and functional class two (ii) chronic systolic heart failure.  During upgrade of device to  a biventricular device the right ventricular (rv) lead exhibited high threshold as the suture on this was extremely tight and may have caused fracture of this coil. The implantable pulse generator (ipg) was upgraded and rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.